Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided; therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2019-00844.

Event description:
The patient was undergoing a coil embolization procedure in the posterior communicating artery (pcomm) using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, the physician was unable to detach a smart coil using neither the handle nor manually pulling the proximal end of the pusher assembly. The physician then cut into the non-penumbra microcatheter and was then able to detach the smart coil outside of the patient. It was reported that the physician felt resistance advancing the smart coil before being unable to detach it. The procedure was then completed using a new microcatheter, new smart coils, additional coils, and the same handle. There was no report of an adverse effect to the patient.